Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a territory manager that the customer received emergency medical assistance and got hospitalized due to low blood glucose from (B)(6) 2018 with unknown blood glucose that went up to 285 mg/dl at the time of the incident. The customer was at 213 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.